Manufacturer narrative:
Date of report: 13sep2019. It is unknown if there was patient involvement but no harm was reported. Additional information: device not returned and report source added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav-ring failed. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer reported that the nav-ring failed. The field service engineer confirmed nav-ring failure. Fse replaced device bezel. Unit passed required performance verification tests per philips standards and was returned to service.

Event description:
The customer reported that the nav-ring failed.